Manufacturer narrative:
Block b3: date of event not provided. However, (B)(6) 2016 was selected as the estimated event date because the information in the article was studied between (B)(6) 2016 to (B)(6) 2024. Block d4, h4: the complainant was unable to provide the complaint device upn/lot number; therefore, the device manufacture date is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0704 captures the reportable event of aspiration. Mdrf impact code f02 captures the reportable event death. Block g2: literature source: belen martinez moreno, gonzalo lopez roldan; julia escuer; joan b. Gornals; carme loras; ana gordo; juan vila; sergio bazaga; miguel dura; vicente sanchiz; natividad zaragoza; ferran gonzalez-huix; alejandro repiso; jose ramon aparicioet, et al. "Outcomes of a multicenter registry on eus-guided gallbladder drainage as a rescue technique for malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography" endoscopic ultrasound (2025) 14:2. Http://dx.doi.org/10.1097/eus.000000000000011644. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent migration. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent migration, infection, perforation and death are noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. On the other hand, the event of aspiration could not be confirmed as it happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported event. Device history record review: a review of the manufacturing documentation was unable to be performed as the required device documentation was unavailable. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. However, the documentation attached include pictures where it can be observed the eus-guided gallbladder drainage procedure. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent migration, infection, perforation and death are noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Risk review: a review of the axios stent and electrocautery enhanced delivery system hazard analysis and dfmea was completed and confirmed that the events of stent migration, infection, perforation, aspiration and death were defined in the risk documentation. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Boston scientific became aware of information involving an axios lumen-apposing metal stent and electrocautery enhanced delivery system through the article titled "outcomes of a multicenter registry on eus-guided gallbladder drainage as a rescue technique for malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography" by belen martinez moreno et al. The article describes a retrospective multicenter registry including 96 patients treated between may 2016 and may 2024 at 9 tertiary centers in spain. All patients had malignant distal biliary obstruction with failed ercp and/or eus-guided biliary drainage and subsequently underwent eus-guided gallbladder drainage (eus-gbd). The aim of this study was to assess the efficacy and safety of eus-gbd as rescue therapy for mdbo, with a particular focus on its efficacy in initiating chemotherapy, in a large series of patients from multiple centers in spain. The authors reported that the only patient who experienced an intraprocedural adverse event died as a result of postoperative bronchoaspiration. Additionally, during follow-up, three patients experienced possible or probable stent-related deaths, including cases associated with infection, perforation, and early stent migration. The overall eus-gbd-related mortality rate was reported as 4.2%. Please refer to the published article for full procedural details, complete adverse event descriptions, and a full listing of physicians and healthcare facilities.

Event description:
Boston scientific became aware of information involving an axios lumen-apposing metal stent and electrocautery enhanced delivery system through the article titled "outcomes of a multicenter registry on eus-guided gallbladder drainage as a rescue technique for malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography" by belen martinez moreno et al. The article describes a retrospective multicenter registry including 96 patients treated between may 2016 and may 2024 at 9 tertiary centers in spain. All patients had malignant distal biliary obstruction with failed ercp and/or eus-guided biliary drainage and subsequently underwent eus-guided gallbladder drainage (eus-gbd). The aim of this study was to assess the efficacy and safety of eus-gbd as rescue therapy for mdbo, with a particular focus on its efficacy in initiating chemotherapy, in a large series of patients from multiple centers in spain. The authors reported that the only patient who experienced an intraprocedural adverse event died as a result of postoperative bronchoaspiration. Additionally, during follow-up, three patients experienced possible or probable stent-related deaths, including cases associated with infection, perforation, and early stent migration. The overall eus-gbd-related mortality rate was reported as (B)(4). Please refer to the published article for full procedural details, complete adverse event descriptions, and a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: date of event not provided. However, 05/01/2016 was selected as the estimated event date because the information in the article was studied between may 2016 to may 2024. Block d4, h4: the complainant was unable to provide the complaint device upn/lot number; therefore, the device manufacture date is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e0704 captures the reportable event of aspiration. Mdrf impact code f02 captures the reportable event death. Block g2: literature source: belen martinez moreno, gonzalo lopez roldan; julia escuer; joan b. Gornals; carme loras; ana gordo; juan vila; sergio bazaga; miguel dura; vicente sanchiz; natividad zaragoza; ferran gonzalez-huix; alejandro repiso; jose ramon aparicioet, et al. "Outcomes of a multicenter registry on eus-guided gallbladder drainage as a rescue technique for malignant distal biliary obstruction after failed endoscopic retrograde cholangiopancreatography" endoscopic ultrasound (2025) 14:2. Http://dx.doi.org/10.1097/eus.0000000000000116.